Manufacturer narrative:
Event details have been forwarded to contract/manufacturer supplier for investigation. Upon completion of supplier review of internal documentation and surgical plan that was used to manufacture the guides, a follow up report will be forwarded to the FDA with results of investigation. This report filed (B)(6), 2011.

Manufacturer narrative:
The first follow-up medwatch report associated with this event was sent in error. The report submitted on (B)(4), 2011, with a device evaluation and listing a correction/removal report number is incorrect. The affected device was never returned, and no field actions were initiated in response to this issue. Supplier evaluation of their internal documentation for this complaint found that the root cause was attributed to no automated packaging verification and operator error. Supplier initiated internal corrective and preventative actions to prevent this problem from recurring. This report submitted (B)(4), 2011.

Event description:
It was reported that custom knee guides were sent to a user facility with the wrong patient label on the packaging. The surgical planning report included with the guides was also incorrect. The correct labels and planning report were provided prior to the patient's procedure.

Manufacturer narrative:
Evaluation of returned device confirmed reported condition.decision was made to recall outstanding unit within this product lot.this report submitted (B)(4), 2011.